Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer (fse) shut down the station, secured the latch connection ports, and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed multiple times; the latch clicked when attempting to open the door, resulting in storage space failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.